Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, d6b, h6.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported left side discontinuity and partial collapse of the internal capsule/elastomer implant shell, clustered cysts/fibrocystic change. The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: it is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ cyst(s): unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported, left side discontinuity. And partial collapse of the internal capsule/elastomer implant shell, clustered cysts/fibrocystic change. Device remains implanted.